Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in tube biological non-biological, no label /missing label information, and air bubbles in the gel. The following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes (367968) from lot 0252744: fm in gel ×30. Damaged tube ×8. Defective marking ×15. Dirty cap ×2. Spot in tube ×7. Dirty tube ×2. Air bubbles ×28.

Manufacturer narrative:
H6: investigation summary: bd received 92 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for fm in gel, damaged tube, defective marking, dirty cap, spot in tube, dirty tube and air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in tube biological non-biological, no label /missing label information, and air bubbles in the gel the following information was provided by the initial reporter: translated to english. The customer stated: the following issues were found in tubes (367968) from lot 0252744: fm in gel ×30. Damaged tube ×8. Defective marking ×15. Dirty cap ×2. Spot in tube ×7. Dirty tube ×2. Air bubbles ×28.